Manufacturer narrative:
The field service engineer (fse) visited the customer site and identified a low voltage capacitor due to the defect with capacitor. The fse replaced the capacitor of the device, conducted a functional check, which was normal. The device was returned to use, and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to the malfunction of the capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the capacitor, conducted a functional check, which was normal. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the device efficia dfm100indicating that the unit is saying the therapy delivery is failing. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.